Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the epg had no output on the atrial side. It was noted that the hanger assembly was broken, lower case was broken, main seal was pinched and five case screws are contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no output on the atrial side. There was no patient involvement.